Event description:
As the patient was being placed on the table, the table top allegedly popped out of its lock and tipped resulting in the patient sliding off the table to the floor and hitting his head on the floor. Reportedly, the patient was unconscious for several seconds. Reportedly, a CT head scan was performed on the patient with negative results.